Event description:
It was reported that a motor stall has been confirmed in the event logs. The motor stall occurred (B)(6) 2014 at 7:30pm. A motor stall recovery occurred 30 minutes later. Another motor stall occurred at 5:30pm on the day of the report and recovered 2.5 hours later. Additional information received reported the patient did not have any symptoms. The cause of the motor stalls was unknown. The pump was replaced on (B)(6) 2014. The patient was doing good and receiving effective therapy. The pump was infusing lioresal (baclofen). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), product type: catheter. (B)(4).